Event description:
It was reported to minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values and change sensor alert. Blood glucose value at the time of event was 450 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) unk_reservoir, mmt-431ag, mmt-7040ma, mmt-1884l. Troubleshooting was performed. Customer confirmed sensor glucose value was 40 mg/dl and the blood glucose value was 140 mg/dl. The difference between blood glucose and sensor glucose was outside the acceptable range. Delivery was suspended based on the sensor glucose value. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Customer was unable to run a transmitter test. Customer was advised to try another sensor. No further patient complications were reported. No product return is required for unk_reservoir. No product return is required for mmt-431ag. No product return is required for mmt-7040ma. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.